Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged zoom handles and a worn load cell pivot bearing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.